Event description:
It was reported that the customer's insulin pump got wet and an unexpected restart alarm was received. It was stated the insulin pump was stored or not in use for an extended period of time. The customer's blood glucose was 327 mg/dl, which was treated with a bolus. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).